Manufacturer narrative:
(B)(4). Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to missing segment.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.